Manufacturer narrative:
Block b3: exact date unknown, event occurred over the last year.

Event description:
It was reported that the patient had to charge the ipg more frequently and the ipg was not connecting to the remote control. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was kept by the medical facility.